Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left main coronary artery. Ivus was performed then a 2.5x6mm flextome cutting balloon was advanced and used for pre-dilation. To continue the procedure, the 4.0x8 promus element plus stent delivery system was advanced and the stent was deployed. Post-deployment images showed no issues. A 4.0 quantum maverick balloon was advanced but could not cross the deployed stent. A maverick balloon was also noted to have failed to cross the deployed stent. A compression of the proximal stent edge was subsequently observed. To complete the procedure, a non-bsc stent successfully crossed the deployed stent and was deployed within and proximal to the promus element stent. There were no further patient complications reported and the patient's status is listed as fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).